Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported contact 13 was identified at ¿out¿ >40,000 impedances on (B)(6) 2020 when I first meet with her. At the time I reprogrammed around that contact as it was used in her primary program. The result was that her primary program was in oor and gave her the ¿cannot deliver desired settings¿ message. I gave her alternate programs without using contact 13. We then met again on (B)(6) 2021 in which time she said her new program was not working as well as the previous program so we tried another reprogramming session. My assessment is the contact 13 being out is the lead stopped working and the can¿t do anything about it is I can¿t fix that impedances and the programming isn¿t as good without it. No actions/interventions taken at this time. [See (B)(4) for information regarding first ins problems].

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6) implanted: (B)(6) 2018, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that she has had a lot of problems with her current implant -nothing has worked the way it is supposed to work pt stated that her rep has been meeting with her for the past couple of months. Pt clarified (B)(6) 2020 and (B)(6) 2021 rep told pt the lead stopped working and there is nothing they can do about it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that she has group a and group b available on her ins. Patient states that she gets settings not available on group a, noting that she will be able to decrease the stimulation, but not increase stimulation. Patient notes that she first noticed this screen after recharging the ins last week. Patient states the ins turned off after she charged, but indicated that she accidentally turned the implant off, and did not allege an issue. Patient reports that both groups a and b provide the same therapy coverage, and that she changed to group b. Patient confirmed she just charged the ins to 100%, she is on group b right now and is getting some relief. Patient notes that the relief is "hard to tell" because she is having a "bad week." Patient tried group a once again, and decreased stimulation down to 0ma, but reported that the stimulation wouldn't increase past 0.1ma because of the settings not available screen appearing. Patient notes she normally is at 3.5ma on group a. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). The rep reported an impedance check showed that contact 13 was 40 ,000 ¿out¿. Contact 13 was being used in program a, but not program b. This explains why she was getting the ¿unable to deliver desired settings¿ error. The rep gave the patient 2 new programs that were similar to a by not using contact 13 to allow her to get similar coverage without the error. Once they stopped using contact 13, it was resolved. The cause of the high impedances was unknown.